Event description:
It was reported that during a trial procedure and upon injecting the lidocaine the patient vomited water on the floor. The patient was rolled back onto the stretcher and was taken to the hospital. The patient was doing well.